Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem after it was rebooted. The system operates as intended.

Event description:
It was reported that the system would not display an image. No patient injury was reported.